Event description:
Nurse reported that the customer was hospitalized for high blood glucose and dka. It was stated that the customer was dizzy due to high blood glucose and she was in a coma. It also was started that infusion set was changed but blood glucose remains high. Troubleshooting was performed and pump appeared to be operating normally.